Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removed difficulties occurred. The physician first treated the right coronary artery with a lekton motion. The lesion then being treated was located in the 80% stenosed, non-calcified left anterior descending artery (lad). The vessel was not pre dilated. After cannulizing the lad with a 6f mach 1 vl 3 and wisdom wire, the physician implanted a taxus express2 2.50 x 16 mm drug eluting stent at 10 atms for 20 seconds. Upon retraction the balloon was tethered, so he re-inflated to 20 atms for 20 seconds and with several repeated deflation and re-inflations he was unable to remove the balloon with normal force. He then used "significant" force and was able to remove the balloon without any arterial damage. The physician then post dilated with a 2.5 x 8 mm quantum balloon to 22 atms for 20 seconds, obtaining a very good result. There were no reported pt complications and the pt's status is "good".